Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. Regarding when the issue occurred, it was noted: started yesterday. The patient wet her pants. Two days before yesterday the patient kept leaking and yesterday it was like nothing was helping her. The patient thought maybe she should increase the therapy. The patient didn't feel any buzz at 2.0v starting 4-5 days ago and only felt once in awhile. The patient had increased to 2.1v but that was too strong so the patient went back to 2.0v and didn't feel it. While on the phone patient and husband went to 1.1v. The patient's husband went to program 1 and will call hcp (healthcare provider) to make sure this was fine to do. The patient was in program 2. The patient was in program 1 at 1.6v and went to 1.8v. It was comfortable. The patient was diagnosed with rheumatoid arthritis and her hands were swollen and it was hard to write. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, lot# serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0c7ad, implanted: (B)(6) 2013, product type: lead. (B)(4).